Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, patient was implanted with proximal femoral nail antirotaion (pfna). Post-operative on (B)(6) 2019, patient underwent removal surgery on patient's request due to pain. During it surgery, it was determined that the instrument for the pfna blade extraction was delivered damaged. There was no alternative instrument available, so the wound was closed, and they had wake up the patient. On (B)(6) 2019, patient was under anesthesia again for revision surgery due to the extraction of the proximal femoral nail antirotaion (pfna) with reference to pain. The revision was completed successfully. Procedure outcome and any surgical delay is unknown. The patient status is stable. This (B)(4) captures the post-operative pain. (B)(4) captures intra-operative event of (B)(6) 2019. This report is for one (1) unknown distal locking screw. This is report 2 of 3 for (B)(4).